Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient reported fluid leaked from a small hope at the top right hand side of the cassette. The patient was connected during the incident. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient knew how to perform manuals. The patient was advised to cancel treatment and notified the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm during drain 3 of 4 of treatment. Fluid was found in the cassette area of the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the current cycler without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient reported fluid leaked from a small hope at the top right hand side of the cassette. The patient was connected during the incident. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient knew how to perform manuals. The patient was advised to cancel treatment and notified the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm during drain 3 of 4 of treatment. Fluid was found in the cassette area of the cycler. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation. The patient has resumed treatment using the current cycler without further issue.